Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited noise oversensing that resulted in pacing inhibition. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.